Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the control section leaked during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for evaluation. In addition to the noisy image, e216 scope communication error and e315 scope error, the evaluation findings were as follows: due to damage on switch #1, water tightness was lost, due to wear of angle wire, bending angle in the "up/down/left/right" directions did not meet standard value, due to wear of the angle wire, the play of the "up/down" and "right/left" knob was out of standard value, the adhesive on the bending section cover was detached, there was flooding into the connector section and water detection stickers 1a and 1b dots were smudged and connected the investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
The customer initially reported to olympus that the evis lucera elite colonovideoscope had a noisy image and e216 scope communication error. The issue was found during preparation for use. There was no patient or procedural involvement. During the third party device evaluation, the following reportable malfunction was identified: e315 scope error.